Event description:
It was reported that this patient experienced syncope and a fall and was admitted to the emergency room. Upon interrogating the device loss of capture was seen on the right ventricular channel. The right ventricular lead was exchanged but when connecting the lead to the device loss of capture was seen once again. Capture was confirmed when connecting the lead to the right atrial port. The device was thus replaced with a new device and all parameters were normal. The device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.